Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited low unipolar impedance. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.